Event description:
On (B)(6) 2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests, compliant data was reviewed; there are no previous complaints on this device. The event log for nimbus ii flex, serial number (B)(6) was reviewed, and it was confirmed that the pump had an abrupt powered-off event during the patient's infusion. The performance test was conducted on the nimbus ii flex, serial number (B)(6), where the pump powered off with an old battery, but the pump completed the infusion with a new battery. The reported complaint issue was confirmed in the event log, and though it was repeated in the performance test it was clear that the issue was with the battery. The pump was found to be operating outside the specification and does not meet the acceptance criteria. This complaint has been reviewed and evaluated as part of the protocol for complaint closure for infutronix llc and zyno medical llc (protocol#6) and determined to be included in the investigation associated with CAPA it2023-15.